Event description:
It was reported that the 10cc sterile water syringe was missing from the tray.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Open lubricant. Lubricate catheter. 7. Pour cleansing solution onto prep balls. 8. Prep patient with saturated prep balls. 9. Proceed with catheterization in usual manner. 10. If specimen is required, fill sterile container from catheter. 11. Top tray may be placed on basin to help prevent spillage. 12. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Bard and uro-prep are trademarks and/or registered trademarks of c. R. Bard, inc. Volume on collection container has been calibrated without uro-prep tray in place."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 10cc sterile water syringe was missing from the tray.